Event description:
Upon receipt of the device, the service repair technician (srt) reported that oxygen (o2) sensor failed "out of box". He could not successfully insert connector into o2 sensor cartridge, that was issued for reconditioning. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.